Event description:
The event is reported as: the user facility alleges that the endotracheal tube leaked during a surgical procedure (hepatocellular carcinoma operation). The doctor replaced the leaking endotracheal tube with another one and the operation was completed successfully. Condition of pt is reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. As assessment fmea (product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.